Event description:
The representative reported a loss of itb therapy effect, one week after the patient was implanted with a drug pump. The drug used in the pump was baclofen. The patient was admitted to the hospital and the unit was reprogrammed multiple times; after one week the reservoir was aspirated, which found no drug had been delivered. An x-ray of the catheter confirmed no catheter issues; the pump had not alarmed and did not deliver drug after additional reprogramming and the pump was replaced. There was no injury to the patient and the itb therapy is successful.